Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had flow issue, preventive maintenance needed.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed circulation pump. The device was evaluated upon receipt. No flow, circulation pump failed. Replaced circulation pump as part of the pm. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device had flow issue, preventive maintenance needed. Per follow up information received via mail on 04mar2024, the device would be sent in for a bd-approved facility for evaluation. The issue was not yet resolved. No patient involvement was reported. Per sample evaluation results on 19mar2024, it was reported that there were cracks on the level sensor and the temperature in cable was damaged.